Event description:
On (B)(6) 2023, customer wanted her pump replaced because she was not able to raise her blood glucose. On day of call, her reservoir fell out (she was thinking it was because she did not have it locked). She was driving when she realized her blood glucose was low. She treated with food but she could not bring her blood glucose up. Ambulance was called at 12:00 for a low blood glucose of 27mg/dl. They gave her dextrose 10. Customer alleged over delivery. Pump was used at the time of the incident. Auto mode was not used.

Manufacturer narrative:
On (B)(6) 2023, the customer alleged the reservoir unable to lock into place, pump over delivery and hospitalized for low bg. On (B)(6) 2023, (B)(4), the customer alleged for low bg and insulin pump did not suspend insulin when low. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2023, found two bolus deliveries that the customer manually programmed on (B)(6) 2023 at 09:09:39 and 10:11:34 and the daily total of bolus insulin delivered are 0.8u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test guardian link with the watertight tester communicated properly with the pump noted. Unable to verify pump did not suspend insulin when low, however, pump alert on high functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9 mv). In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the reservoir unable to lock into place and pump over delivery was not confirmed. The force sensor is within specification. Unable to verify pump did not suspend insulin when low, however, pump alert on high functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section h6 under health effect - impact code: 4644 was incorrect.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the blood glucose value at the time of the emergency room visit was  27 mg/dl. The reservoir fall down and didn't lock in place. Troubleshooting was performed. The customer treated low blood glucose with food. The nature of the treatment was emergency medical services and later dispatched. Fatigue was the symptom that the customer reported. It was unknown whether the auto mode feature was activated or not at the time of the low blood glucose event. The customer used the insulin pump system within 48 hours of the report at the time of the low blood glucose event. The auto mode/smartguard feature was not active at the time of the low blood glucose event. The customer also stated that the pump was over-delivering.  No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.